Manufacturer narrative:
(B)(4). (B)(6). Report source, foreign ¿ event occurred in (B)(6). This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states under 510(k) number k042037. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2017-00606.

Event description:
It was reported a patient experienced swelling, pain, and erysipelas after a total hip arthroplasty. The patient was treated with medication.